Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping. The user's blood glucose (bg) level was 400 mg/dl and it was addressed with a bolus. The user successfully reloaded the cartridge.